Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to suspected urethral atrophy. A replacement surgery was performed in which the existing cuff was removed and a new component was implanted. There were no device malfunctions associated with the explanted device. The patient did not experience further adverse events and was said to be okay following the procedure.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to suspected urethral atrophy. A replacement surgery was performed in which the existing cuff was removed and a new component was implanted. There were no device malfunctions associated with the explanted device. The patient did not experience further adverse events and was said to be okay following the procedure.

Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.